Manufacturer narrative:
(B)(4). This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-procedure, the patient had chest infection at the ablation zones. Patient was admitted to hospital and chest x-ray was performed. Oral antibiotics were given. There was no further information available.